Event description:
The customer reported that the pump's quick bolus and wake button were difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to ensure the pump was unplugged, remove the case, and press the button as directed, but the issue persisted. As a resolution, technical support arranged for a replacement pump. The customer would continue to use the current pump as backup therapy until the replacement arrived.